Event description:
It was reported patient's system was auto-reducing due to high impedances on all contacts. Patient lost effective therapy as a result. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.